Event description:
It was reported that black spots of foreign matter were found in 2 bd insyte¿ autoguard¿ shielded IV catheters' packaging units. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about foreign matter in the package. According to the customer's report, black spots were found in some packages."

Manufacturer narrative:
H.6. Investigation: two sealed units were received by our quality team for investigation. In addition, three photos were received from the customer. Upon inspection of the customer photos and the received units, it was identified that a black foreign is loose inside one of the packages and the other unit has a black speck on the top web that was removed by a light touch. As the black speck on the outside of the package was lost during handling, an origin of the speck could not be identified, however, it could have originated during shipping, handling or storage. The remaining black speck inside the package was unable to be identified based off the appearance. The foreign was sent for fourier-transform infrared spectroscopy (ftir). Ftir results identified the black foreign as polyurethane. Polyurethanes are used in the manufacture of high-resilience gaskets, hard-plastic parts (e.g., for electronic instruments), and hoses. All which are used in the manufacturing and packaging processes. The incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Operators perform cleaning per the quality plan. Preventative maintenance is also performed to ensure proper functioning and maintenance of equipment. Preventative maintenance records were reviewed and verified as up to date during the manufacturing of this lot. The root cause for the particle outside of the package was not determined as there are multiple opportunities through the life of the unit to acquire a particulate on the outside. The origin of the foreign matter inside the package of the other returned unit has been linked to the manufacturing.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black spots of foreign matter were found in 2 bd insyte¿ autoguard¿ shielded IV catheters' packaging units. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about foreign matter in the package. According to the customer's report, black spots were found in some packages."